Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was seen on the right atrial and right ventricular leads, leading to mode switch episodes. The pacemaker was removed and replaced, during which the leads were inspected and lead insulation damage was suspected. The leads remained in use and the patient was discharged post-procedure.